Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes and date returned to mfg was added as well.

Event description:
To date no additional patient or event details have been received.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient experienced issues with 3 infusion sets, all of the same type. The tubing was leaking at the site on multiple occasions ((B)(6) 2024). The infusion sets were in use for 2 days each. The patient resolved the issue by replacing the infusion set and successfully resumed insulin. No further information available.

Manufacturer narrative:
Device 3 of 3.